Manufacturer narrative:
All instruments affected were reprocessed prior to use in patient procedures. The user facility stated an employee struggled to push the loading cart after removing an instrument rack from the sterilizer. This employee was unable to push the loading cart from the handle side, and subsequently tried to pull the cart from the front which resulted in the cart tipping and an instrument rack falling to the ground. The user facility stated the employee sustained minor injuries as she moved to avoid the falling instrument rack. The employee self-treated and returned to work. The evolution loading cart operator manual states on page 1-1 "warning - prevent physical injury: get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." A steris service technician arrived on-site to inspect the loading cart subject of the reported event. The technician confirmed the loading cart was operating properly. The technician found that the user facility has three evolution sterilizers that sit at different heights due to uneven floors at the user facility. The evolution loading cart operator manual states on page 3-2 "proper transfer carriage height is required when placing loading car in sterilizer chamber." The technician found that the loading cart subject of the reported event was being used with an evolution sterilizer for which it did not properly align. The evolution sterilizer operator manual states on page 6-5 "verify loading car is properly aligned upon loading transfer carriage." The technician found that the differences in height between the sterilizer and loading cart caused the instrument rack to be loaded onto the cart improperly. This caused the instrument rack to lean while sitting on the loading cart, making it difficult to transfer due to the uneven weight distribution, and resulted in the reported event. The technician performed an in-service training with user facility personnel on the proper use and operation of the evolution loading cart with their evolution sterilizers. The technician specifically noted the requirement of the loading cart and sterilizer to be set at the same height. It was recommended to the user facility to label each loading cart with a corresponding evolution sterilizer to prevent this issue from recurring. No additional issues have been reported with the evolution loading carts or evolution sterilizers at the user facility.

Event description:
The user facility reported an employee was injured when an instrument rack fell from their evolution loading cart.